Manufacturer narrative:
(B)(4). The device was not returned for analysis. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other two perclose proglide devices are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that an arteriotomy closure of a mildly calcified common femoral artery was attempted using a proglide device with an 8f sheath after a ventricular tachycardia ablation procedure. Reportedly, a cuff miss occurred with two proglide devices. Another proglide device was used and the proglide device could not be removed as the suture was caught in the footplate. The suture trimmer was used to cut the suture and the proglide device was removed. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.